Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 438 mg/dl, 113 mg/dl, 56 mg/dl and 200 mg/dl from a sensor scan within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of 438 mg/dl, 113 mg/dl, 56 mg/dl and 200 mg/dl from a sensor scan within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.